Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a tear in the left cylinder was found. The pump and left cylinder were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a tear in the left cylinder was found. The pump and left cylinder were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and leak testing. It was found a hole from wear in the middle of a fold in the proximal end of the cylinder. The cylinder did not pass the leakage testing due to the leak found from wear in the proximal end. The unused cylinder passed visual inspection and leakage test. Momentary squeeze (ms) pump was microscopically inspected, and contamination (bodily fluid) was found within the ms pump. Ms pump passed the leakage test. Based on the information available and analysis results, the hole and leak identified in one of the cylinders could have caused or contributed to the reported clinical observation of mechanical problem.